Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to a ¿device deficiency¿ was not confirmed. There was no log file submitted for review. The provided information indicated that controller was exchanged for an unknown reason. There were no pictures or additional documents provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Hsc-008904 was shipped to the customer on 19jan17. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the specific reason for the device deficiency was unknown. The condition of the defective controller remains unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a device deficiency regarding the patient's heartmate 3 system controller (hsc-008904). It appears as if a new backup system controller was requested. No other information was provided.